Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations pain, discomfort, soreness, dysfunction, loss of range of motion and metallosis. Review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2002. Subsequently, a revision procedure was performed on (B)(6) 2012 and the cup, head, and taper adapter were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay blood tests, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-00133 / 00135).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-00133 / 00135). The report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.